Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during a dilation procedure for treatment of a stricture performed on (B)(6) 2025 during the procedure, the balloon did not inflate along its full 8 mm length. Only a portion of the balloon expanded, resulting in partial inflation and localized over dilation of the inflated section. The balloon also did not reach the required diameter along its full length, creating an uneven inflation shape. The procedure was completed with another cre fixed wire dilatation balloon device. There were no patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have full recovered.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of balloon deformed.